Event description:
During an in-clinic follow-up, episodes of ventricular tachycardia (vt) were observed that could not be terminated by anti-tachycardia pacing (atp) provided by the device. The vt accelerated to ventricular fibrillation (vf), at which time the device appropriately delivered a high voltage shock which terminated the arrhythmia. Abbott technical support was contacted and confirmed the device behaved appropriately according to programmed settings. No device malfunction was alleged. No further intervention was performed at this time. The patient was stable and will continue to be monitored.